Event description:
(B)(4). The patient was enrolled in (B)(6) of 2006. The target lesion was a type iii lesion in the right carotid artery with a 6mm reference vessel diameter, 21mm length and 85% stenosis measured by nascet. There was no vessel tortuosity. There was ulceration and pseudo aneurysm present. There was 2+ calcium present. The carotid wallstent monorail stent with a 7mm diameter and a 40mm length was implanted. Cerebral protection was not used as this was an asymptomatic patient with a difficult access. Pta was performed using a non-bsc balloon dilatation catheter. Atropine 1 ui was given during the procedure. Perioperative events occurred and were resolved with no residual effects. The procedure was documented as successful and estimated residual stenosis was 0-29%. Post procedure the carotid stent is patent with 0% residual stenosis. The patient was asymptomatic with no complications less than 24 hours after the procedure. The patient had a six-month follow up examination in (B)(6) of 2006. The carotid stent was patent and there was 0% residual stenosis. The patient presented as symptomatic. The neurological examination indicated that the patient's speech and language function were not normal and were worse since the last visit. The patient's mental and intellectual function was normal and unchanged since the last visit. The cranial nerves and eye examination was not normal and was worse since the last visit. The patient's motor system and sensory system were normal and unchanged since the last visit. There were no complications documented since the last visit.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.